Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the center to distal struts were stretched, misaligned and pulled in a distal direction over the distal tip. The proximal struts did not show any sign of damage. The crimped stent outside diameter (od) at the undamaged proximal edge of the stent was measured and is within specification. The specified stent protector was not too tight on the crimped stent. Based on the specified stent protector profile and the measured crimped stent profile, there is no issues to note with the interaction between the 2 components. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issue with the hypotube or the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 2.50 x 38 synergy¿ drug-eluting stent, it was noted that the stent elongated when the sheath covering the stent was removed. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 2.50 x 38 synergy drug-eluting stent, it was noted that the stent elongated when the sheath covering the stent was removed. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable.